Event description:
It was reported that a patient experienced pain after cutting grass approximately 3.5 months post-operatively and imaging revealed that a tritanium pl cage had migrated. At this time, revision surgery has not been scheduled or planned.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.